Event description:
It was reported to boston scientific corporation that a profile medium oval snare was unpacked for a procedure performed on (B)(6) 2015. According to the complainant, during unpacking, they noticed a metal powder inside the package. The seal was not noted to be compromised. The procedure was completed using a another profile snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch. Evaluation of the returned product revealed that it was within specification. Based on all gathered information, no further action is necessary.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was unpacked for a procedure performed on (B)(6) 2015. According to the complainant, during unpacking, they noticed a metal powder inside the package. The seal was not noted to be compromised. The procedure was completed using a another profile snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.